Event description:
Litigation papers received. Papers allege patient suffered from pain, discomfort, noticable feeling of implant, elevated metal ion levels in her blood. A MRI revealed a relatively well-defined fluid collection within the left hip soft tissues. Exploration during revision surgery revealed brownish colored synovial tissue indicative of metallosis.

Manufacturer narrative:
(B)(4).depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Rejected--duplicate of 1818910-2011-07352.